Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient's profiles and orders were not crossing over to the station due to the insufficient disk space. A technical support specialist removed outdated database backup files to free up space on drives c, d, and e. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es encountered an issue where the patient's profiles and orders were not crossing over to the station, thereby preventing users from accessing the medications. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.